Event description:
It was reported the patient (B)(6) is experiencing heating at the ipg pocket after 20 minutes of recharging the device. The reported sensation has intensified to the point of pain, and the patient has ceased recharging the ipg. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.